Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to melena (B)(6) 2020 through (B)(6) 2020 for hemoglobin drop from 11.6 to 6.1 on second day of admission. Patient discovered to have upper gastrointestinal (gi) bleed and underwent small bowel enteroscopy on the (B)(6) 2020 which identified no source, but a few polyps were biopsied. During this admission, patient was transfused 4 units of packed red blood cells. This was followed with a pill study, which was incomplete but observed to have scattered blood. On (B)(6) 2020, patient underwent an upper bowel enteroscopy, which located 3 nonbleeding arteriovenous malformations in stomach, which were determined to be the source of bleeding. In total the patient underwent 2 enteroscopies, a pill cam study, 4 units of prbcs transfused, and a mini anticoagulation holiday.